Event description:
A 22 fr rigid cystoscope was passed into the urethra and bladder under direct vision. The right ureteral orifice was cannulated with open ended catheter and retrograde pyelogram showed a very tight distal ureteral stricture. A 0.038 glidewire was able to be manipulated beyond the stricture. The open ended catheter and wire were replaced by a 0.038 guidewire. The acucise balloon was then placed. When the balloon was in the ureteral orifice, the wire was placed anteriorly and medially. It was difficult to manipulate. When the balloon was inflated, it appeared to inflate easily and was felt inflated. With inflation of the balloon, there was gross blood coming from the ureteral orifice. As a result, the patient had an exploratory laparotomy, repair of ureteral laceration, reimplantation of the right ureter, and right stent placement.